Event description:
A patient's mother called and reported that the patient had stabbed herself prior to (B)(6) 2012 with an empty catheter hoping to cure her keloid scars. The mother explained that the patient had keloid scarring at both the generator site as well as the lead site that required steroid injections and the patient had attempted to inject herself like the medical professionals used to do to try to cure her scars. The mother confirmed that the catheter was empty and that nothing was injected but that the patient has severe cognitive issues and thought she was doing the right thing. Good faith attempts have been made for further details and no further information has been attained.